Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported but the customer that the peelable introducer did not peel properly the catheter introduced into the intro remained trapped on one half of the intro once peeled. Customer attempted to cut away the abnormal piece of plastic holding the catheter captive. Successful, but the catheter was damaged during this risky procedure. Change of introducer on guide, with installation of new introducer. Procedure was extended from 35 min to l hour and 30 minutes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing-related. One 4.5fr microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sheath was returned evenly split; however, the splitting at the t-handle of the device was observed to be uneven. A microscopic observation revealed plastic deformation of the material at the break site. The t-handle was observed to have excess material and a distinct ring of material on one side of the split. The uneven splitting of the t-handle appears to have been caused by an abnormality during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.